Event description:
Treatment of an aneurysm. During the procedure, it was reported that the physician had a difficult time placing the implant coil into the aneurysm due to it protruding into the parent artery. Upon complete removal of the implant coil from the patient, it was found prematurely detached. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pusher assembly was returned with the implant coil still attached which contradicts the complaint description. The evaluation could not determine the cause of the event as the device was not found defective.(B)(4)

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).